Event description:
It was reported that an unspecified quantity of non-dehp three lead catheter extension sets exhibited no flow "past the filter". The events were identified in the neonatal intensive care unit (nicu) during tubing priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.